Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the physician had difficulty advancing the right ventricular lead into the pulse generator header. High impedance was also noted. The pulse generator was not implanted and a new device was used.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the a-connector port and the lead insertion force used to insert the lead was out of specification for the product.